Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: unexpected medical intervention, intermittent continuity, insufficient information, low blood pressure/hypotension, there was patient involvement. A report was received from health canada's canada vigilance program which states, "pt. Had suffered several gsws & had an extremely unstable bp, frequently dropping to 50's/30's. Levophed gtt was initiated at 0.2mcg/kg/min via pump xxxxxxx using module xxxxxxx. Module almost immediately began alarming channel disconnected". Removed module & reattached same as there were no additional pumps/modules in the room & pt. Was severely hypotensive (rl bolus given & warm blankets provided as additional hemodynamic stabilization measures). Module then functioned properly until another pump was brought in at which point the pump & module were quarantined. Using this second pump in addition to the levo/propofol/etc. Already running we attempted to infuse fibrinogen as part of the mass transfusion protocol. However the channel that we were attempting to use continuously alarmed (red light on top no error code on marquee screen) & would not allow us to initiate any sort of infusion. Module was removed but since the rest of the pump was functioning."